Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2011-02196. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 95% stenosed, 15mm in length, de novo lesion was located at a bifurcation in the proximal right posterior descending artery (rpda). Timi 2 flow was noted. Multiple inflations were made with a 2.0x12mm non-bsc balloon. Residual stenosis was 30% with timi 3 flow. Then the physician began treating the 95% stenosed, 30mm in length, de novo lesion located in the mid left circumflex (cx) and the 95% stenosed, 8mm in length, de novo lesion located at a bifurcation in the ostial 1st obtuse marginal (om). The om lesion was predilated using a 2.0x12mm non-bsc balloon, inflated to 14atm for 30 seconds. The physician implanted a 2.25x12mm ion stent in the cx, inflated to 10atm for 30 seconds. A 2.25x12mm nc quantum apex balloon was inflated twice in the om to 16atm for 30 seconds. Then he attempted to place the 2.25x12mm nc quantum apex balloon in the cx, but was unable to cross the lesion. A 2.0x12mm non-bsc balloon was able to cross the cx and was inflated multiple times to 14atm for 20 seconds. Further inflations were made with a 2.25x12mm nc quantum apex balloon in the mid cx, inflated to 12atm for 30 seconds. Angiography was performed. Two additional inflations were made with the 2.25x12mm nc quantum apex balloon; 16atm for 30 seconds in the mid cx and 20atm for 60 seconds in the proximal cx. The patient experienced arm and chest pain and was given demerol. A 2.25x28mm ion stent was deployed in the cx, inflated to 8atm for 20 seconds. Multiple inflations were made with the 2.25x12mm nc quantum apex balloon; 12-16atm for 15-30 seconds in the mid cx and 16atm for 15 seconds in the proximal cx. Angiography was performed. Medications given included: heparin, nitro, integrilin, and plavix. Nine days post the initial procedure, the patient presented with a st elevated myocardial infarction. Ivus was performed. The 1st om was found to be 100% occluded with timi 0 flow. Thrombosis was identified in the previously placed stents. A 2.25x15mm apex flex balloon was inflated twice to 8-15atm for 20-90 seconds. Ivus was performed. Less than 20% residual stenosis remained with timi 3 flow. Medications given included: heparin, reopro, and nitro. No further patient complications were reported and the patient's status is ok.